Event description:
Patient encountered un-intended shock at the beginning of an electrotherapy treatment. The clinician was applying the pre-mod waveform to the patient. When the clinician began to increase the intensity, the patient received a sudden burst of current. The burst on current alarmed the patient causing the patient to jump off of the treatment table. The patient did not receive an injury from the event.

Manufacturer narrative:
Awaiting return and evaluation of the device.